Event description:
Pump spontaneously switched to the bolus mode while running. No pt issues occurred. The pump was immediately stopped. The pump was being used for nitroglycerin with a post operative pt while being cared for in the recovery room.